Event description:
It was reported that after opening the box, the physician noted the lead had a kink in it one centimeter behind the tip. The lead was not used. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies were found; full lead was returned for analysis.